Manufacturer narrative:
Initial investigation of the returned device indicates the device was deployed under normal use conditions. There were no design or manufacturing issues found. It appears that the device jammed when the needle was exposed most likely due to contact with pelvic bone, which can interrupt the needle deployment. The user may have over-manipulated the device with the needle exposed or forcefully removed the device through the cystoscope sheath, which likely caused the break in the needle. There is no evidence that the handle release tool, packaged with each device, was used to retract the needle. The broken needle fragment was then loose within the bladder. The instructions for use for the urolift system detail proper device positioning to ensure successful deployment of the implant. It also includes troubleshooting steps if the needle does not retract. Users are also trained prior to using the urolift system. The training includes techniques to avoid bone contact and troubleshooting tips if contact were to occur. Neotract has attempted multiple times to obtain more information from the treating physician. However, at the time of this report, no information has been received.

Event description:
A prostatic urethral lift (pul) procedure was attempted on (B)(6) 2018. The treating physician used a urolift device but it was reported that the device "jammed" and the needle could not be retracted. The device was removed, and the procedure was subsequently abandoned. The device was returned to neotract for investigation. Upon internal investigation, it was discovered on (B)(6) 2018, that approximately 25mm of the needle tip was missing. Neotract promptly informed the treating physician who then scheduled a follow-up examination of the patient. Upon re-examination, the physician located the needle tip loose within the bladder and retrieved it using standard cystoscopic technique. There were no reports of patient injury or concern between the procedure date and the re-examination and removal date.